Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were not reviewed since the device was manufactured more than 15 years ago. A root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a power supply circuit failure and the cooling fan not operating.

Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the user did not know if the spare lamp came on at ignition of the main lamp or after the main lamp had been ignited. The user was advised to check if the main lamp ignition click was heard and if not, to send in the unit to the olympus service center. In addition, the user was advised that if the ignition was heard, to change the main lamp. If the spare lamp came on after the main lamp had been on, also check for overheating of the fans from dust blocking as the fans were not running. The device was returned to an olympus service center for evaluation with the allegation that the cooling fan was out which caused the bulb to burn out. The issue of the cooling fan being out was not confirmed. The issue of the burnt-out lamp was confirmed. The olympus lamp life meter read at fifty (50) hours and had burned out. In addition, the scope socket was worn out, the power supply/switch regulator was faulty, and the device was unable to power up. The lens base was cracked, the rear feet were bent, and the rear panel and front panel were deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during a procedure, the evis exera ii xenon light source spare lamp indicator was on and the light was not as bright. No patient harm reported. This complaint is related to patient identifiers; (B)(6) and (B)(6).